Event description:
The customer reported that the pump battery was depleting too quickly. The customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.